Event description:
Good faith attempts for product return have been unsuccessful to date.

Event description:
Additional information was received that there was no reported trauma or manipulation. There were no causal or contributory programming changes, medication changes, or other external factors precede the onset of the event. The patient had their lead and generator replacement. Good faith attempt for product return are in process.

Event description:
Additional information was received that product analysis was completed on the generator and lead. The device performed according to functional specifications . Analysis of the generator in the pa lab concluded that no abnormal performance or any other type of adverse condition was found with the generator. One of the connector pins was returned without the connector boot. The unmarked connector pin and coil appear to have been extracted/exposed from the connector boot and pushed back in to the connector boot as indicated by the portion of the coil and pin partially exposed. Based on the appearance of the lead portions, it is believed that this was most likely caused during the explant procedure. Note that since a significant portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no product-related anomalies were identified within the returned lead portion.

Event description:
Additional information was received that the generator and lead were returned to the manufacturer for evaluation. Product analysis is planned, but has not been completed.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Event description:
It was initially reported that the patient had low impedance at a recent diagnostics (dcdc-0). The patient has always had lower dcdc codes of 0 and 1 so it was unclear if there was normal or an indication of a problem. For the week prior to the initial report the patient reported feeling painful stimulation and an increase in seizures. The physician feels that there is an issue with the lead. The patient was temporally disabled and the symptom resolved. X-rays were taken and were sent to the manufacturer for evaluation. Based on the x-rays received there was no anomaly visualized that could have been contributing to the low impedance and clinical symptoms. As the entire lead could not be assessed, continuity in that portion of the lead cannot be confirmed. A full revision is planned, but has not occurred to date. Good faith attempts for more information have been unsuccessful to date.